Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, secure sense had captured non-sustained oversensing. All electrical leads parameters were stable and in range. The issue may have been related to a non-sjm rv lead, but it could not be confirmed. No action will be taken.